Event description:
Bair hugger set on high, covering the patient's arms and upper chest. When removed after the procedure was completed, the patient was noted to have red blotches to left upper arm and upper chest, and the skin was quite warm to touch. Staff used an infrared thermometer to test the air coming out of the hose and it registered 120(f) degrees . Was set at 43(c) degrees. The device was sent to an outside source for testing and they were unable to duplicate the problem. Their temperature range during testing was 30.8 - 41 degrees.

Event description:
An investigation was performed to determine if the returned warming unit and blanket were within the proper operating limits. Through the investigation co determined that the unit's temperature settings were in the normal range of operation and were documented in the failure analysis as follows: - high=41.0 - medium=36.7 - low=30.8 the report co received from regions states thee was a concern the unit did not indicate an over-temp alarm. The report states "an infrared thermometer was placed at the hose blanket connection and the thermometer read 120 deg after running for 3 minutes at 43 degrees celsius". A reading of 120 degrees farenheit equals 48.9 celsius and the over temperature alarm setting is factory set to trip at 53 3 derees celsius, so an over temperature alarm would not have occurred with a temperature reading of 48.9 degrees celsius. Co also perfomred an investigation on the returned upper body blanket and it was also within the acceptable design specifications. The pressure specification was .29 in h2o and the heat distribution curve was within the normal limits for safety. Azizant healthcare inc. Feels this incident is an isolated event since the warming unit and blanket were all found to be within the co's specifications. Based on this the co believes no further investigation or action is necessary.